Event description:
It was reported that an ilet user on pump therapy for four weeks experienced intermittent hyperglycemia up to approximately 300 mg/dl without meal intake followed by corrective actions that resulted in low glucose (39 mg/dl), in the context of occasional unannounced snacks before bed and extra carbohydrates at meals. The user was counseled on accurate meal announcements and meal sizing. Symptoms included hyperglycemia and hypoglycemia accompanied by hunger. Outcomes included episodes of high and low glucose requiring user-initiated correction and oral glucose intake. Investigation included troubleshooting and user education with assignment for additional training. Investigation of this case revealed likely incorrect meal announcements or meal size entries contributing to glycemic variability. It was concluded that user-related use error was the most probable cause and that the device functioned as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.